Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. As the product was not returned physical inspections and evaluations could not be undertaken. If the sample becomes available in the future, this complaint can be revisited. Review of the manufacturing records found: this unit passed all acceptance criteria and was compliant upon release for distribution. Complaint history for the reported failure has been reviewed revealing further instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as: insufficient information to determine root cause "leak - if a partial blockage is present within the system it may inhibit the device's detection of a significant air leak, resulting in no alarm activation. Potential sources of blockage include: ¿ physical occlusion in wound dressing (coagulated blood or purulent material in filler, compacted filler, high volume viscous fluid). ¿ physical occlusion in tubing (kink in canister tubing, clot in tubing). ¿ soft port aperture misaligned to dressing opening. Check wound dressing regularly to ensure it is fully compressed and firm to the touch." Further investigation into the reported failure will be conducted (or is being conducted) to determine if additional actions are required. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the device displayed the air leak alarm. The patient stated that the canister was changed, the tubing was checked and the device was plugged into the wall. A nurse came out on (B)(6) 2020 to change out the dressing, the alarm resolved for a little while however it began alarming again in the afternoon and the patient noticed the device was becoming noisier and not functioning properly. She has had the device for 3 weeks and did not have a problem until now. Further information is not available.